Event description:
Pt reported waking up, and feeling as if having a stroke. Pt tested their blood glucose using the suspect device, and obtained a result of 31 mg/dl. Pt phoned emergency medical services, and upon their arrival, pt was treated with intravenous fluids (contents not provided) and transported to the hospital for additional treatment. Pt was kept overnight for treatment. Pt could not recall what happened prior to the event. No controls were run on the system. A request was made for the return of the suspect product and replacement product was shipped.